Manufacturer narrative:
Device was not returned for evaluation. The user facility discarded the device. As no device related to this specific record was returned complaint cannot be confirmed. Device history record was reviewed and showed the product met all specifications upon release. Per the IFU (instruction for use), it states: if any of the following irregularities are detected, replace with another periview flex device. Inspect the replacement the same way: confirm that the stopper is attached to the handle. Olympus will continue to monitor the field performance of this device.

Event description:
A report of gray stopper to keep the needle out at 1mm is missing was reported. The issue was found during a diagnostic radial ebus (endobronchial ultrasound bronchoscopy) procedure. The intended procedure was completed with the same device. There was no patient harm or impact reported due to the event. No user injury was reported. This report is related to reports patient identifier (B)(6).